Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a moderately tortuous vessel. A 3.00 x 16mm synergy xd drug-eluting stent (des) was selected for treatment. The stent was advanced, but failed to reach the lesion site. During retraction back through a guide extension catheter, the stent reportedly detached from the delivery system balloon. The dislodged stent remained within the guide extension catheter and was safely removed from the patient. The procedure was subsequently completed using another stent. There were no patient complications reported.